Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), did not reveal any device related issues. The pump was returned assembled with the driveline cut approximately 1.5 inches from the pump housing, and the distal portion was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (outflow elbow, outflow graft, and outflow graft bend relief) was returned attached to the pump¿s outlet port. The outflow graft was returned attached to the pump. The outflow graft bend relief was returned attached to the outflow graft attachment with the bend relief collar secured over it. The bend relief was sliced down its length. The outlet elbow was returned attached to the pump. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) revealed no evidence of developed depositions or thrombus formations. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. The silicone jacket, bionate, braided shield, and underlying wires were all unremarkable. The device was rebuilt and functionally tested under loaded conditions; the device operated as intended. The pump was connected to and operated on a standard h-q water loop using a test system controller, power module, and system monitor according to hmii hydraulic qualification (hq) test procedure. It was reported through the patient outcome, the patient underwent a transplant. No additional information was reported. The customer did not provide if the transplant was device or therapy-related. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 29sep2016. The heartmate ii lvas instructions for use (IFU) is currently available. This document lists potential adverse events that may be associated with the use of the hmii lvas. The hmii lvas IFU and patient handbook address all visual and audible system alarms, as well as how to respond to each alarm condition. The alarms and troubleshooting section of the hmii IFU gives an in-depth overview of all alarms, how they are triggered, and how to respond to an alarm(s). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient underwent transplant. No additional information was reported.